Event description:
Capacitor within canopy of unit unsealed and discharged internal components onto wires causing burning of wires and top cover. No injuries were sustained. Suntan bed 450f capacitor short circuit while client was tanning. The capacitor's canister seal failed causing the internals of the capacitor to ignite wires, and cause burning. The tanner was frightened, but no injury resulted. Tanning bed was terminated with fire extinguisher. The tanner was offered to go to hosp for checking, she declined. She stated she was alright. The tanning unit was left out of svc, and has been arranged to be replaced, and returned to uwe/germany for extensive checking.